Event description:
It was reported that during a sternal fracture open reduction internal fixation, the drill bit broke while the surgeon was drilling during the procedure. All pieces were retrieved. The surgeon used a new drill bit and completed the procedure with no further problem or harm to the patient. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for lot # pe00385 revealed that the product conformed to all manufacturing requirements and showed no complaint related issues. The device was broken at the juncture between the drill bit and the stop. There did not appear to be any other damage to the device. The manufacturing evaluation showed that the instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. The complaint product met dimensional specifications and the material and hardness were confirmed to be within specifications. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation conducted by synthes, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).